Event description:
It was reported that multiple occlusion alarms occurred, causing the customer's blood glucose level to rise to 522 mg/dl. The customer managed the high glucose level with a correction injection and addressed the occlusions by changing the infusion set and cartridge before resuming insulin use. Although there were recurring occlusion issues, the customer declined additional assistance.